Manufacturer narrative:
(B)(4). Date sent: 08/24/2020. Device analysis: the analysis results found that a tlc75 device was returned inside the sterile package without apparent damage. Blue dye analysis was performed on the device to ensure there were no channels through the sterile barrier that were not detected by the unaided eye. The blue dye test confirmed there were no channels present in the sterile barrier. Event could not be confirmed as the seal area was noted to be completed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that before an unknown procedure, the sealed package had opened before use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.